Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xb did not work when trying to cut the branches. Initially, the bipolar cord was switched out; however, when that did not work, a new kit was opened. The replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. Items marked "ni" are unknown to us at this time. (B)(4).